Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, the stapler with reload had poor staple formation while being use in colon resection. The staples did not form b shaped and staple central line was incomplete. They over sewed the tissue to fixed the staple line and in order to complete the case. There was no patient injury.